Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, complaint investigation results: a complaint investigation has been initiated for record complaint (B)(6) on 01-aug-2025. Device history record (DHR) review: the lot 6006764 was manufactured according to the work instruction (wi) version 27 on 23-apr-2021, with a total of 23100 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 31-jul-2025 against malfunction code no malfunction based on complaint information, harm code infection (requires prescriptive treatment e.g., oral antibiotics) and lot 6006764 and 1 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had an infection at site event on (B)(6)2024 . The site was warm, red, hard, and painful and the patient was treated with antibiotic (sulfamethoxazole and trimethoprim). No further information was available.